Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a patient received the results of 100-199 mg/dl on the inform system compared to a result of 27 mg/dl obtained on a lab system when both results were taken from the same sample. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she does not have the strips to send back, so no product will be returned for evaluation.